Event description:
During a follow up, increased pacing impedance was observed on the right atrial (ra) lead. Clavicular crush was suspected but this was not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.